Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge alarms (alarm 09) occurred. Reportedly, the cartridge had been loaded with 250 units of insulin. Customer's blood glucose level was between 250mg/dl and over 400mg/dl . Reportedly, customer was able to successful load the same cartridge.